Event description:
Revision surgery - patient presented post-operation of revision of reverse shoulder with instability and potential signs of infection. Originally a zimmer should that was converted to djo/zimmer hybrid. Surgeon has determined that a larger augment and insert is needed.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01172, 509-00-040, s808 - infection, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.